Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving sufentanil with concentration 50 mcg/ml at a dose rate of 17.504 mcg/day via an implantable pump for spinal pain. It was reported that the patient had moved and then returned back to their original clinic with an empty reservoir. They were inquiring about next steps. The company representative was to confer with the physician of the case/drug details obtained via the current pump/clinician programmer report, that was emailed to technical services. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via device manufacturer representative. It was reported that the pump went empty due to the patient missing refill appointments. The empty reservoir was resolved. Following the pump going empty, the pump reservoir was evacuated of all medications and was filled with saline. In addition, the catheter was aspirated, a bolus was used to push the medication from the internal tubing into the catheter, and the catheter was again aspirated. The hcp would be checking the reservoir volume compared to the expected volume for one month to verify that the pump was still correctly working.